Event description:
Following pump replacement on (B)(6) 2011, the physician believed the pt experienced overdose symptoms. Because of this, a "pacer-type" magnet was placed over the newly implanted pump for 7-8 hours. On (B)(6) 2011, a pump motor stall was noted in the event logs with no motor stall recovery recorded. Per the reporter, the pt's condition was "stable." The pump contained hydromorphone 20 mg/ml. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).